Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and based on the archive data review. The root cause of the system error was the processor board (pca) failure, likely due to failed component(s). During visual inspection, the platform was examined and found a cracked top cover, and front and bottom enclosures, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The top cover, and front and bottom enclosures need to be replaced to address the physical damage. The archive data review indicated system error 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The autopulse vision software was used to clear the system error on the autopulse platform. After clearing the system error, the autopulse platform passed the functional testing without any fault or error. The defective processor board (pca) needs to be replaced to remedy the ua132 error, as the processor board may have had some intermittent technical problems that could not be directly identified during the functional testing. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR". The customer reconnected the lifeband and changed the battery to troubleshoot the issue but was unsuccessful. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.